Event description:
It was reported that the patient has had a recent increase in seizures. The patient's vns was found to be at intensified follow-up indicator battery, and the patient has been referred for vns replacement. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The suspect device was received and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an neos = yes condition. The battery voltage was measured at 2.325 volts, and the memory locations on the generator indicated that 114.959% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the near-end-of-service (neos) condition is an expected event. There were no performance, or any other type of adverse condition found with the pulse generator. Additional information received from the physician's office noting that the increased seizures was due to low battery and they were below pre-vns baseline levels.